Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reportable events of hematoma, rectal perforation, rectovaginal fistula, and surgical intervention performed. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a tension-free vaginal mesh procedure performed on (B)(6) 2014. According to the complainant, an uphold type tension-free vaginal mesh was performed for complete uterine prolapse treatment in which the arm of the anterior wall mesh was penetrated to the left and right of the cervical muscle layer and put out to the posterior part of the cervix. Exfoliation from the posterior side to the rectum was performed to touch the sacrospinous ligament. Sacral ligament was punctured in the manner of the third puncture and the arm was inserted. Reportedly, no abscess was found upon examination through blood sampling, and clinical symptoms and imaging. However, there was blood discharge the next day. CT scan and "cf" were performed on (B)(6) 2014 and the patient was diagnosed with hematoma and rectovaginal fistula. It was suspected that the rectum was mistakenly punctured during the third deployment. Because the perforation was assumed by the health professional as "very small," and hence the possibility of conservative closure, the patient was advised to continue the fasting. On (B)(6) 2014, the patient underwent a gastrografin enema and contrast agent leaked from the anterior rectum into the vagina. It was then suspected that conservative closure would be difficult, therefore, the patient underwent reoperation on (B)(6) 2014. Removal of transrectal hematoma in the front of the rectum and posterior vaginal wall debris, transanal fistula closure (small hole on the right anterior rectum wall) and sigmoid colostomy were performed. The patient has then been in good condition. On (B)(6) 2015, sigmoid colon artificial closure was performed. On (B)(6) 2015, surgical check-up was performed and the progress of pelvic organ prolapse was reportedly good. There was a light drop on the anterior wall but the "uterine fist" was reportedly good. There was no dropping of the posterior vaginal wall.